Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer's mother stated calling back within a week of previous trouble shooting for same issue. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Device passed sleep current measurement, and active current measurement tests. No pump error 25 was noted during testing, in the pump history file, in the pump trace upload, or in the power management graph. Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap or reservoir will not lock properly due to missing retainer. Device also received with a crack on the battery tube which starts at the corner of the belt clip rails. In addition to this, the s/n label located between the belt clip rails has rubbed off and become illegible, and the middle keypad button is cracked.